Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G1: corrected USA manufacturer information. G4: updated date received by manufacturer. H3 (device evaluated by MFR), h6: investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 310.230, lot: l674043, manufacturing site: bettlach, release to warehouse date: jan 03, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.230. Lot: l674043. Manufacturing site: bettlach. Release to warehouse date: 03 jan 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill bit ø2.5 l180/155 2flute (part # 310.230 / lot # l674043) was received at us customer quality. The distal tip of the device was broken. There was clear evidence of shear on the distal broken surface. No other defects to note. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; distal tip is broken. Dimensional inspection: specified dimensions: shaft diameter = 2.5mm + 0mm / - 0.03mm. Measured dimensions: shaft diameter = 2.48mm; conforming. Conclusion: the overall complaint was confirmed for the received drill bit ø2.5 l180/155 2flute (part # 310.230 / lot # l674043) as the distal tip of the device was broken. Although no definitive root-cause can be determined it is possible the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review / investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 during a femoral head fracture surgery, the tip of the drill bit broke when the doctor was using the drill bit to perform a perforation to reduce osteotomy of the trochanter. This report is for one (1) drill bit 2.5 l180/155 2flute. This is report 1 of 1 for (B)(4).